Manufacturer narrative:
One device was returned for analysis with complaint of error code 1260, which typically indicates a problem with the microprocessor unit (mpu) board or the real-time clock (rtc) battery. There was no physical damage to the device. The error code was displayed during the self-check but was not recorded in the event log as product specifications. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The root cause of the event was an anomaly in the mpu, and it was replaced. The device passed all functional tests with no problem after the repair was completed.

Event description:
It was reported that error code 1260 was displayed, and operation is not possible. The event occurred during patient use at the facility. There was patient involvement, and no patient harm reported.